Event description:
It was stated that the customer passed away due to a heart attack and the customer was wearing the insulin pump at the time of death. A request was made to return the insulin pump for analysis, but it was stated that the insulin pump was at the hosp where the customer was taken. The husband stated he would call the hospital to request the return of the insulin pump. A follow up phone call to the customer's husband was not successful and a message was left on the answering machine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.